Event description:
It was reported that the patient had their initial fill, and then had overdose symptoms on (B)(6) 2014. The pump was put in minimum rate mode when the patient was first having overdose symptoms. The patient saw their healthcare provider (hcp) on (B)(6) 2014 to start the pump again. The patient was reportedly doing well. The pump system was being used to infuse hydromorphone and bupivacaine. No cause for the overdose symptoms was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n495130, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).